Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's lead delivered inappropriate therapy due to oversensing and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.